Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID: 37761, (serial: (B)(6); product type: 0213-recharger. Product ID: 97754, (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that their screen went black on their charging unit. The patient stated that they can push all the buttons and nothing happens or works; the patient added that the screen does nothing and they are not sure if the implant is charging or not. The patient noted that they tried hitting the reset button and nothing happened. The patient mentioned that they charge every sunday and that they would hate to be without their stimulator. The patient called back and stated that their recharger screen went black after about an hour and a half of charging their implant on sunday. The patient stated they don't have any pain in their back yet, but they were afraid they are going to run out of charge in ins. The patient stated the green light was illuminated on the ac power supply when plugged into the wall outlet and the patient also reported they had reset the insr, but the issue had not resolved. The manufacturer's patient services specialist (pss) asked patient to inspect the desktop charger connector pins for damage and patient stated they did not have desktop charger with them at the time of the call. The patient called back stating they had the equipment. A replacement desktop charger and insr antenna were sent out. The patient called back stating they got a new desktop charger and insr antenna but the insr would not recharge. Now the insr screen was blank and would not turn on. The dtc cord had a green light when plugged into outlet and the patient tried a insr reset but that did not resolve issue. Pss reviewed insr transition to a wireless recharger and notified the manufacturer representatives (reps) in the area. The patient called back in and reported they had not heard back from anyone yet. Pss reviewed that they were waiting on the rep's response. Pss sent another email to the field. The patient stated they would be in a lot of pain without stim. A rep responded and the replacement wireless recharger was sent out. No patient symptoms were reported.

Manufacturer narrative:
Section h6 related to analysis of product ID: 37761 ; serial# (B)(6), product type: recharger which was missed in previous report was added to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 37751 lot# serial# (B)(6) was returned for product analysis. Analysis found the recharger was corroded and the device was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 37761 ; serial# (B)(6); product type recharger was returned for product analysis. Analysis found that there was no ano malies found visually. Device was scrapped due to unneeded supply of inventory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.